Event description:
A patient was implanted with a prodisc c vivo device approximately 15 months ago. It was reported that the patient is symptomatic and that it was found that the superior endplate subsided through the endplate. A removal surgery was scheduled but was cancelled, no reason for the cancellation was provided.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c vivo device approximately 15 months ago. It was reported that the patient is symptomatic and that it was found that the superior endplate subsided through the endplate. A removal surgery was scheduled but was cancelled, no reason for the cancellation was provided. A DHR review could not be completed as the part number and lot numbers were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The vivo device remains implanted in the patient and was not returned, therefore no evaluation could be completed. Imaging was not provided. There were no anomalies identified during the complaint investigation, a reason for the implant subsidence is unknown. The submission is 1 of 1 devices involved in this event.